Manufacturer narrative:
The reported events of low lead impedance, no sensing and no capture were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation and outer coil was damaged. Additional analysis found the inner insulation breached exposing the inner coil. The cause of the reported events was isolated to inner insulation damage consistent with procedural damage.

Event description:
It was reported that the pacemaker and the atrial lead were explanted and replaced due to low impedance, loss of sensing and loss of capture. The patient was stable before, during and after the procedure.